Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps medfusion 3500 pumps alarming syringe plunger not in place was confirmed. This was in the event log and confirmed during testing the cause was related to q1 broken off from plunger board and plunger board broken off from glue. Unable to determine what caused this issue. Physical condition of device revealed a big cracked on bottom case. Action was taken to replace plunger board. Performed pm and all functional tests which passed.

Event description:
It was reported that the plunger is not in place.